Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after falling asleep during treatment. When patient woke up from their sleep, the patient discovered that the patient line was disconnected from the catheter site. The patient reported receiving an air detected in cassette alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with the cycler, but did leak out on patient¿s bed. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) with the assistance of technical support and their pdrn in the absence of the cycler. The patient was prescribed prophylactic antibiotics, 2 grams ceftazidime and 2 grams of cefazolin. Both antibiotics were given once for 6 hours through pd therapy. The pdrn stated despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn stated that they do not believe the cassette was the issue, but rather the patient did not secure the connection tight enough. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.